Event description:
Customer's mother reported a difference between the sensor glucose levels versus the blood glucose readings. Customer stated that their daughter's sensor glucose reading was 71 mg/dl when her blood glucose was 298 mg/dl. Mother stated that her daughter needed more insulin however did not get any because the sensor did not alert. Mother declined any troubleshooting. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.